Event description:
Boston scientific received information that the patient presented to the emergency room after he experienced syncope and was unconscious for approximately a half hour. The interrogation showed that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds, however there was appropriate safety margins and capture. It was noted that the device was still at beginning of life (bol) status after twenty five years of being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.